Event description:
The account noticed an increase in htlv-I/htlv-ii eia repeat reactive rate of 8% for two months in 2009 with several reagent lot numbers. The account stated that time period, there has been more than 85 repeatedly reactive htlv-I/htlv-ii specimens. Of those 25 were sent for western blot confirmatory testing and only 2 specimens confirmed reactive. The account stated not all repeatedly reactive specimens are sent for confirmatory testing. The donors are living bone marrow and deceased eye/tissue donors. No additional donor information was provided. No specific testing data was provided for the falsely reactive donors. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation method and results - a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal. In order to evaluate the performance of the reagent lots, and to ensure that the product continues to meet performance expectations, an evaluation using 580 known negative serum specimens was performed using lots 70254m100, 71608m100 and 72033m200* from our inventory. The testing met the acceptance criteria, thus indicating the lots continue to meet labeling claims for clinical specificity. *due to reagent kit expiration, we were unable to evaluate lot 68262m100. Complaint records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. Our review did not show any unusual activity related to your observation. In summary, our data evaluation and records review indicate that the product is performing as expected. This is a final report.

Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.